Manufacturer narrative:
Concomitant medical products: 4194-78 lead, implanted: (B)(6) 2014; 5568-53 lead, implanted: (B)(6) 2005; 310f33 tissue valve, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was observed on stored egm (electrogram) that the right ventricular (rv) lead had an occasional undersensed beat on a ventricular arrhythmia and an occasional oversensed during a ventricular arrhythmia. The rv lead remains in use. No patient complications have been reported as a result of this event.